Event description:
It was reported that patient presented to ER after receiving inappropriate shock. At device follow-up check, several noise episodes were observed. X-ray revealed externalized conductors. Lead was replaced. Patient condition was good after procedure.